Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board, generator drive board, and the high voltage supply regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an ma on in error and a low ma error message on boot up. An ma on in error message will result in a shut down situation. There are no reports of patient injury or death associated with this event.